Manufacturer narrative:
4 of 6.

Event description:
Customer alleged that they received a box of blade 4.0mm pointed tip curved left s/su (6/sp) with the blade curved to the right instead of curved to left. There was no patient involvement, nor any patient or user injury associated. (4 of 6)